Manufacturer narrative:
The patient sample was provided for investigation where the values obtained by the customer could be reproduced. Additional measurements were performed with a rapid assay from creative diagnostics as well as an independent in-house roche assay detecting other antibodies against sars-cov-2. Consistent with the elecsys anti-sars-cov2 assay, an igg reactivity was detected in the rapid assay, whereas no igm reactivity was observed. The roche in-house assay also showed reactivity. Reactivity in both roche and rapid assays provide serological evidence for a past sars-cov-2 infection. Discrepancy to the nadal covid-19 igg/igm rapid test may be due to the higher sensitivity of the automated elecsys anti-sars-cov2 assay compared to the lateral flow immunoassay. A general reagent issue could be excluded. A general product problem was not found.

Manufacturer narrative:
This event occurred in (B)(4). The nadal covid-10 igg and igm tests have not received emergency use authorization from the FDA.

Event description:
The initial reporter questioned positive results for one patient sample tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. The results from the e 411 analyzer were reported outside of the laboratory. No polymerase chain reaction testing was performed. The sample was tested on the e 411 analyzer twice, resulting with values of 133.6 coi (reactive) and 141.6 coi (reactive). The patient was tested twice using the nadal covid-10 igg and igm tests. Both times, the igg and igm test results were negative. The e 411 analyzer serial number is (B)(4).